Manufacturer narrative:
Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, a supplemental report will be submitted as required.

Manufacturer narrative:
Based on the information provided and service performed, the customer's alleged malfunction was not confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
Date of event: (B)(6) 2020. Reported: 08jan2021

Event description:
The customer reported that the blower motor showing high temperature alarm. The customer contacted product support and reported blower motor showing high temp alarm. Verified that the unit logged an 1122. Circulation fan runs. Fan filter looks good. Blower filter looks good. Product support advised the customer to replace the blower. The customer reported that the unit was not in use on a patient.